Event description:
Information was received from a health care professional (hcp) and a family member regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was hospitalized due to "neuro issues." The patient needed an electroencephalogram (eeg) and an MRI. The caller was not sure if the neuro issues were related to the device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had not been seen in the office so the healthcare professional (hcp) must have seen the patient in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient on 2017-06-30. The consumer reported that the patient was in rehab because she suffered some encephalopathy. The consumer was inquiring about using patterned muscular neurostimulation for the patient. The consumer reported that the encephalopathy was not related to the device, it was a consequence of bacteria from a urinary tract infection (uti) that entered the blood stream and traveled to the brain. The consumer reported that the patient had 9 utis and they were not related to the device or therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.